Event description:
The customer reported to philips that the device powered off briefly then back on during transport monitoring of patient. The device left no record of the event prior to the power off cycle. The device was being used for monitoring, however there was no patient adverse event.